Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/21/2015 with the following findings: a visual inspection of the pump showed that the battery compartment had multiple cracks. The battery cap was found to be damaged with stripped threads. The battery cap contact measurements were found to be within required specifications. Unrelated to the complaint, investigation revealed that the keypad was peeling from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump¿s the battery cap had stripped threads and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.